Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a coronary artery bypass graft procedure, one of the clips severed a small vessel off of the saphenous vein. Minimal bleeding occurred, no transfusion were needed. Another device was used to clip the vessel and stop the bleeding. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time